Manufacturer narrative:
D9: added devices return information.

Event description:
The complainant reported that during an implantation training session, a defect was identified on an automated impella controller service loaner. It was observed that the flap covering the impella cable connector was broken off. The issue was identified during training use and not during clinical or patient use. No patient involvement was reported. No signs or symptoms of patient injury or patient harm were reported in association with this event.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.